Manufacturer narrative:
Discarded by user.

Event description:
It was reported that six (6) days after a bilateral implant procedure that the patient experienced pain above the bridge of the nose at the location of the implant distal forks. It was also reported that the patient experience pain, especially while wearing glasses. It was further reported that the left side of the patient¿s nose became infected and caused difficulty breathing out of the left nostril. The patient requested implant removal. It is reported that prior to removal, when looking at the patients outward appearance there was visible irritation on the left side of the nasal dorsum only; the right side looked atypical. It is reported that the doctor opted to retrieve both implants without replacing. The retrieval itself was reported to happen without incident on both sides.